Event description:
Boston scientific received information that during a normal device change out procedure, the setscrews on this cardiac resynchronization therapy defibrillator (crt-d) were not adequately loosened. This caused damage to another manufacturer's lead. This device was successfully explanted and the lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis could not confirm the clinical observation.